Event description:
The manufacturer¿s field service engineer (fse) reported review of the device diagnostic log indicated a vent inop condition due to power supply failure. The customer reported there was no patient involvement.